Event description:
Customer initially reported the mlx was over heating and the nurses stated that they could smell a burning odor and the light cables strain relief was very hot to the touch. There was no pt contact and the nurse was not burnt this time. On (B)(6) 2012 - correction - the nurse had burnt fingers when she removed the light cable from the turret. Customer reports the nurses finger were read from making brief contact with hot surface, not blistered.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported info.